Event description:
During a pt code, the report states that the device reset with a "cannot charge" message and a service wrench icon on the lcd. The device's power was cycled and the device subsequently operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.